Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system had been exhibiting a gradual increase in shock impedance measurements over the past year. At the elective procedure to replace this device, a review of the device data was performed. Shock impedance measurements greater than 125 ohms were identified. The associated lead was interfaced to the replacement device and implant testing produced a shock impedance measurement of 97 ohms, which is within normal limits. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection.

Event description:
This supplemental report is being filed to update the additional manufacturing narrative.